Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 4.0, lab: 2.1. Therapeutic range: 2-3. Time between tests 5 minutes.

Manufacturer narrative:
Investigation pending.